Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via official documentation that the customer had a reading of 450 mg/dl due to stress. The customer also had issues with the infusion set sticking and tried tape. The customer's insulin pump was also alerting low battery. The customer did not have time to speak to the 24-hour product helpline at the time of call. No products were returned or replaced.